Event description:
In 1998 the patient had reconstructive surgery on their forehead with bonesource being implanted at the site. The patient developed an infection and antibiotics were given in 1999, however, swelling was still present one month later. The doctor aspirated the forehead and in one month later, a CT scan was performed with the results showing a mass. The patient then underwent a craniotomy, left frontal cranioplasty, and a right frontal remolding.